Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, when the chronic competitor right ventricular (rv) lead was connected to the device, undefined high impedance was noted on the rv pace/sense port. The lead was checked via the analyzer as well as the old device, and the impedance was fine. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.